Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was noted that the coupling was worn out, the hose was damaged and the motor and control were defective on the device. It was further determined that the device failed pretest for hand control assessment, air pump assessment, noise assessment, safety assessment, motor thermistor assessment, cutter lock assessment and loctite & cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.